Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ams episodes caused by far field r waves was discussed. The patient was not reported to be symptomatic. No other anomalies were reported. Programming changes were discussed.